Event description:
Additional information found it was reported the patient ¿could not charge¿ her implantable neurostimulator since it was moving around.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was flipping. Imaging was performed on (B)(6) 2013, and the leads were positioned in the lower thoracic region. The result of the battery revision and lead placement was ¿no implications.¿ the patient required hospitalization due to the event. Patient outcome was reported as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was moving around x-rays revealed the lead had moved. On (B)(6) 2013 the patient had a revision to replace the lead and secure the ins. The patient hadn't been getting stimulation for her back, just her legs. She could not give a time frame as to when she lost therapeutic relief, but was hoping that reprogramming would allow stimulation for both her back and legs. The patient had an appointment scheduled for (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).